Event description:
Customer reported a communication failure and the monitors will not turn on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board. System operates as intended.